Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose of 900 mg/dl. Customer was wearing the insulin pump at time of hospitalization. Customer states that there was a shut off timer on the insulin pump which lead to high blood glucose and went into coma. Insulin pump will not be return for analysis.